Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s old spinal cord stimulation (scs) system was replaced in (B)(6) 2017 because the stimulation never reached the target area in their back. The patient stated that the stimulation the stimulation never reached the target area in their back. In conclusion, the implantable neurostimulator (ins) was replaced and the lead was replaced with a paddle lead. There were no further complications reported or anticipated.